Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5086mri lead, (B)(6) 2014. (B)(4).

Event description:
It was reported that the patient was experiencing a heart rate that was racing periodically and it was especially noted while in a car. The patient questioned whether something in the car could cause this. The device remains in use. No patient complications have been reported as a result of this event.